Manufacturer narrative:
An event regarding conversion of a bipolar hip arthroplasty to a total hip arthroplasty involving a uh1 bipolar head was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
Bipolar conversion to total hip. Stryker uhr component and 26mm head were removed and a tritanium cup with screws were inserted, with an mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Bipolar conversion to total hip. Stryker uhr component and 26mm head were removed and a tritanium cup with screws were inserted, with an mdm.